Event description:
Boston scientific received information that during a normal device changeout to a new device with a chronic epicardial lead, the setscrew of an attempted adapter became stuck, prohibiting the physician from pulling the terminal pin of the lead out of the adapter. While manipulating the lead, physical damage was sustained, therefore the physician elected to cut and surgically abandon the remaining portion of the lead, removing the adapter with a portion of the lead still attached. No information could be obtained on precisely which of the two known chronic epicardial leads were involved in the event. The chronic device was successfully explanted and replaced on the other side of the patient's body with no header damage. The rest of the chronic leads were surgically abandoned electively as the implant site for the new system was on the left side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.